Manufacturer narrative:
H4: the lot was manufactured from february 20, 2020 - february 21, 2020. H10: three (3) actual samples were received for evaluation. Unaided visual inspection was performed which observed contaminated dark/transparent areas of the primary packaging on the back side and seen through on the front side of all samples.the cause of the condition was not determined. Functional testing was not performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of luer lock-to-bag-adapter internal thread was contaminated. It was further specified that the packaging was wet. This issues was identified during setup and preparation there was no patient involvement. No additional information is available.